Event description:
It was reported that observed rate in the 40's and no pacing spikes noted. The device was unable to be interrogated and no magnet response was observed. The device was last checked in (B)(6) 2010 and longevity was reported as having approximately 12 months remaining. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.